Event description:
It was reported that during an unknown procedure, an error 5 was displayed and the blade was broken off after an alarm sound was heard several times. The device was used without wiping tissue fragment. When the patient was x-rayed, the broken blade was found inside the patient. The doctor commented that the remaining blade might have been no problem about the patient¿s health condition. Another device was used to complete the case. No device will be returning.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.